Manufacturer narrative:
Citation: ben-shoshan j, shetrit a, greenberg I, et al. Transcatheter aortic valve planar tilt: determinants and effects on outcomes. Jacc cardiovasc interv. 2026;19(4):522-524. Doi:10.1016/j.jcin.2025.11.032 earliest date of publication used for date of event and date of death. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Section h6: preferred annex e term ¿ unspecified cause of death medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the consequences of planar tilt following transcatheter aortic valve replacement (tavr). Planar tilt was defined as the angular misalignment between the transcatheter aortic valve and annular planes. The study included 98 tavr patients who were treated with either a medtronic evolut self-expanding valve (sev, n = 48) or a non-medtronic sapien balloon-expandable valve (bev, n = 50). The following outcomes were recorded and analyzed: tavr device failure, paravalvular leak (mild or greater severity), and all-cause mortality. Ultimately, the authors found that orientation-clockwise (cw) tilt was more common in sev recipients (67.4%) and cw tilt independently predicted paravalvular leak, device failure, and mortality at the 3.9-year mark.